Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the valve. The explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Follow-up with the health care provider confirmed that the device was explanted and replaced. It was indicated that the explant was not related to a device malfunction. The reason for explant was given as paravalvular leakage due to endocarditis; the source of endocarditis is not known. An operative report was received and reviewed. Pre/peri-operative findings on the valve were translated as follows: "aortic valve prosthesis endocarditis with valve ring abscess with extensive perivalvular leak. Growths also in the region of the left ventricular discharge pathway, mi I, chd excluded and satisfactory left ventricular function. Status post aortic valve implantation, (B)(6) 2011 ((B)(4) edwards perimount pericardial type, 27 mm in size)." Unfortunately the device was discarded and is not available for return and examination. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.